Event description:
It was reported that the bd preset¿ arterial blood collection syringe was found to have no scale. The following information was provided by the initial reporter: when blood was collected, arterial blood collection device was found to have no scale

Manufacturer narrative:
E.3. Initial reporter phone (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.